Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a unspecified number of tubing was falling apart, sometimes tubing comes out of the package in pieces.

Event description:
It was reported that a unspecified number of tubing was falling apart, sometimes tubing comes out of the package in pieces. Although it was noted that there was a delay in treatment, it was also confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information provided: d.11. Correction; h.6. (Patient code). The customer¿s report that the tubing was falling apart out of the package was confirmed on five of the six returned sets. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation for sets 1 - 5 at the engagements between the lower fitments¿ outlet ports and tubing. Examination under magnification no solvent at the end of each separated tubing where the separations occurred. No separations or issues were observed with set 6. No other anomalies were observed on the lower fitments or throughout the sets. Functional and pressure testing for set 6 resulted in no leaking. Dimensional analysis performed on the separated tubing found the outer diameter measured to be within specification(s). Further testing could not be performed on sets 1 - 5 due to the separation and obvious leaking that would occur. The root cause of the separations were identified as a manufacturing issue for insufficient solvent being applied at the engagements of the tubing due to equipment and/or operator error.